Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic via merlin.net transmission. The transmission showed the atrial lead exhibiting noise artifacts with larger amplitude than the p waves. Programming changes were recommended. No patient symptoms were reported.